Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This complaint is confirmed as the nail was received broken. Although no definitive root cause could be determined based on the provided information, it is likely that the device experienced unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: manufacturing location: monument. Manufacturing date: 08-jan-2020. Expiration date: 01-dec-2029. Part number: 04.037.261s, 12mm/130 deg ti cann tfna 400mm/left- sterile. Lot number: 34p5495 (sterile). Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 19p8098. Part number: 04.037.912.4, wave spring, shim ended. Lot number: 17p1872. Part number: 04.037.942.2, lock prong, 130 degree. Lot number: 28p8824. Part number: 21127, timoagri16.00. Lot number: 17p7233. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, the patient¿s tfna nail broke post-op. On (B)(6) 2021 the patient underwent a device removal procedure. This report involves one (1) unknown nails: tfna. This is report 1 of 1 for (B)(4).